Manufacturer narrative:
Complaint (B)(4). A dat of the event could not be obtained from the customer. Samples were recently received and the evaluation is still in process. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states some irregular potassium results. They have had 2 instances of irregular potassium results that have been confirmed to not be their instrumentation, centrifugation, or specimen draw. When the patients are redrawn their results are completely different than the initial draw. The first patient they did an analysis on our instrument since they weren't notified until days later that the patient was redrawn at a hospital for treatment (but did not receive any) and was shown to be not critical. When the issues came up again we were able to do a more thorough analysis of our chemistry analyzer and the patient. 1st patient initial draw: 6.6 redraw: 4-5 (was redrawn at another facility and was just informed verbally from physician) 2nd patient initial draw: 6.5 redraw: 5.0. Patients were not treated between draws. The time difference between the initial draw and recollect - 1st patient: approx. 4 hours 2nd patient: 3 hours 20 min. No other tests repeated with recollect. Specimens were collected via venipuncture. The specimens were filled appropriately to the fill mark on the tube, +/- 10%. No visible hemolysis with the specimens. The analyzer in use is the roche cobas 600, results verified on a separate roche cobas 6000 as well as on a beckman dx2000. When asked if there have been any issues with quality control, proficiency testing or maintenance on the analyzer, the customer states previous issues with instrumentation, but resolved before these issues and never qc issues with potassium. The centrifuge is the hettich rotofix 32a, 2000 rcf, for 10 minutes. The specimens are not re-centrifuged. The second patient's initial specimen was poured off of gel and recentrifuged after receiving questionable results but results were the same. No photos available.